Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected external noise on this defibrillation and non-boston scientific right atrial lead. This noise resulted in pacing inhibition. However, the shock morphology shows what could be an intrinsic qrs coming through. No adverse patient effects were reported.

Manufacturer narrative:
T was later reported that this patient is device-dependant. The physician had elected to change the sensitivity and do further defibrillation threshold testing.

Manufacturer narrative:
Information suggests these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
Also noted, these stored episodes were noted while the patient was on a treadmill. Some noise was reproducible. Shock impedance values that were measured during isometrics were stable and within range.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and returned for reported normal battery depletion 7 years later.